Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73m2100052 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was jamming. There was no patient harm reported. A new set was used.

Event description:
It was reported that the staple was jamming. There was no patient harm reported. A new set was used.

Manufacturer narrative:
Qn#(B)(4) the customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed that the first two staples appeared misaligned. Evidence of use in the form of biological material was present on the device. The trigger was returned partially engaged. The stapler was returned with 37 staples in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was formed and released properly. The second staple did not release properly. The following five staples formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. It appeared that the staple misalignment prevented the second staple from moving down the track and firing correctly. It could not be determined what caused the staples to misalign. No other issues were found with the device. It appeared that the staple misalignment prevented the second staple from moving down the track and firing correctly. The devices were disassembled, and no other defects or anomalies were observed. Per DHR the product visistat 35r 6/box lot # 73m2100052 was manufactured on 12/06/2021 a total of 12,600 pieces. Lot was released on 12/17/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the second staple from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.